Event description:
A cgm error was reported by the caller, specifically error 42 with a g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, but the error persisted. Consequently, technical support arranged to replace the pump, which was under warranty, and also advised the customer to use mdi as a backup therapy to ensure insulin delivery continued uninterrupted. The customer was instructed on how to put the pump into storage mode before returning it and agreed to send the problematic pump back using a pre-paid label within ten days.